Manufacturer narrative:
User reported discrepancies between bg and sg values. During follow up on issue user stated that they were able to resolve their concerns and did not require further assistance. Case was still escalated where based on review of the available data, support found no indication of an issue with the system. Support recommended that the user should continue using the system, entering calibrations when glucose is stable, if possible. Per dms, the user is currently using the system with up-to-date information. B4. Date of this report 10 jan 2026. G3. Date received by the manufacturer? 10 jan 2026. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.